Manufacturer narrative:
Subsequent to the FDA letter of 5/26/06 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The MFR does not have possession of the lead. Without a subsequent analysis of the subject lead, the MFR is unable to fully evaluate the reported event. The MFR made several attempts to obtain the lead by sending e-mail letters (10/20/06 and 10/27/06) to the sales rep but was not successful. Loss of capture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. Should additional info become available the event will be reopened.